Event description:
It was reported that two battery pins on the device were broken, one in each battery well. This prevented the device from powering on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer confirmed that the two broken battery pins were replaced and they then observed proper device operation through functional and performance testing. The device was then returned to use. The device will not be returned to physio-control for evaluation and further cause cannot be determined.